Event description:
During baxter's evaluation of a spectrum pump, evidence of unauthorized service was found. It is unknown if there was a patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the processor pcb installed into the device (ID number (B)(4)) did not match the processor pcb recorded on the device history record (ID number (B)(4)). Review of the device history records for both devices shows the processor pcb belongs to a different device. This is an indication that the pcb's were not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.